Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported the camera head image displayed a fuzzy picture. The issue was found prior to sedation a unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head image displayed a fuzzy picture. The issue was found prior to sedation. The customer provided the procedure was unknown. No delay and no patient harm reported.

Manufacturer narrative:
Updated fields: a3, b5, b6, b7, h3-device evaluated by mfg., h3-evaluation summary attached, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to a damaged charge-coupled device (ccd). In addition, the device evaluation found a broken video connector and failed the leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.